Event description:
It was reported that a high drain 105 alarm occurred at the end of therapy on the home choice (hc). This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical services assisted the care giver in troubleshooting the alarm. No patient injury or medical intervention was indicated in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was originally manufactured in 2008. The device was returned not returned to baxter. A device history review was conducted and there were no deviations found related to this reported condition during the manufacture of this device. A service history review was conducted and there were no deviations found related to this reported condition during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.